Event description:
A report was received that the device was explanted after an implant duration of approximately 2 months due to paravalvular regurgitation caused by prosthetic valve endocarditis (pve). When the patient visited the hospital on (B)(6) 2010, cardiac murmur was observed and infectious endocarditis (ie) was suspected. The grade of aortic regurgitation (ar) was moderate. The same model and size device was implanted as a replacement. The customer commented that this explant was unexpected but not device related since pve was observed. The source and type of infection have not been provided.

Manufacturer narrative:
Device will not be returned. Causative micro-organism is under examination. The source and type of infection have not been provided. Device will not be returned for evaluation due to the infection. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformances. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.